Manufacturer narrative:
The initial information and the failure analysis investigation confirming a broken pitch cable were already reported under the submissions for patient information 873998.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image shows that the pitch cable is broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps (tf) cable was broken. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument was inspected prior to use with no issue. The issue occurred when the surgeon was grasping the tissue. The instrument did not collide with any other instrument or tool during the procedure. The issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. There was no fragment falling inside the patient. There was no patient impact.